Event description:
A (B)(6) female pt contacted zoll customer support red x's displayed on her monitor screen, indicating the electrodes were not touching her skin. The pt confirmed the electrodes were in proper contact with the skin. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (red xs) was confirmed. As received, the trunk cable connector was cracked exposing wires. Upon evaluation, the white (drvn_gnd) and black (pulse) wires were open in the trunk cable connector. The cause of the red x's is the damaged wires. The cause of the damaged wires is the cracked trunk cable connector. The root cause of the damaged trunk cable connector cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged electrode belt connector. The pt received a replacement electrode belt.